Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, residual stenosis was 50%. A 2.25 x 38mm synergy drug-eluting stent was advanced for treatment. However, resistance was encountered and it was found out that the stent strut was damaged. The device was removed from the patient and the procedure was completed with another 2.25 x 38mm synergy drug-eluting stent. No patient complications nor injuries were reported. The patient condition was good.